Event description:
Information received notes that during a patient follow-up, the vibration alert was not working. The vibration was temporarily enabled by changing software codes to confirm device function, but the device would not vibrate when certain triggers were met, including back-up reversion mode. The device remains implanted and the patient will be monitored.

Manufacturer narrative:
The device remains implanted.